Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed the reported problem which was occurring intermittently . Upon functional testing fse found that the issue was with the host pc. The fse replaced host pc. After replacement of host pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected .

Event description:
It has been reported to philips that the allura xper fd20/15 system host pc was not switching on intermittently. The system was not in clinical use and no harm has been reported. Philips has started an investigation of the complaint.